Event description:
Three extraoral implants of the ear failed and was removed. The extra oral implants were placed in 2000 in the left post auricle. Primary stability & osseointegration were achieved. The clinician reports the osseointegrated implants were meant to serve as anchorage for a prosthetic ear. The clinician reports the reason for implant failure was the implants became infected. Despite attempts with proper wound care adequate skin healing around the implants was not achieved. The implants were removed in 2001 to prevent future problems such as osteomyeltis. The pt is currently free of infection & has healed tissue.